Event description:
Device was used to predilate the lcx artery 4 atms and then was used to post dilate a coronary stent, this was performed without incident at 18 atms. The catheter was then used to predilate the rca at 4 atms. After implantation of another coronary stent the catheter was then used for post dilation and ruptured after 30 seconds. Upon reaching 12 atms causing a distal dissection to the proximal stent site.